Manufacturer narrative:
(B) (4). Method - work order search. A work order search was performed and there were no similar complaints found. (B) (4).

Event description:
It was reported that the patient had bilateral micl12.6 implantable collamer lenses implanted in both eyes in 2009. The patient was referred to a specialist for low vision evaluation in (B) (6) 2010. The patient had a history of bilateral high myopia and long standing strabismus and amblyopia. Patient complained of progressive blurry vision (os>>od) since icl implant surgery. Additional information has been requested but not yet received. If any additional information is obtained, a supplemental medwatch will be submitted. See MFR report #2023826-2010-00237 for the other eye.